Event description:
A medium-large clip applier instrument was returned. No complaint was communicated to intuitive surgical regarding the da vinci surgical system or instrument. No malfunction of the da vinci system was alleged.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the main tube broken at the distal end. The tube fractured at the interface with the clevis. The grips could not open/close properly due to the tube breakage. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.